Manufacturer narrative:
The user was advised on managing the clotted iab lumen. An alternate arterial line was recommended, and detailed steps were provided to switch the pressure cable to a new line, zero it, and resume monitoring. The cardiosave continued pumping during this time. The user acknowledged the guidance and planned to contact the physician to proceed with the alternate arterial line.

Event description:
The user contacted the emergency support program line seeking solutions for a clotted iab lumen. No patient harm was reported.